Event description:
According to the reporter: after the bag was extracted from abdomen, a part of the device broke and remained inside the patient. A sign, like a bending, is visible on the sleeve.

Manufacturer narrative:
(B)(4).